Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) male patient presenting for hemodynamic support. With the impella cp optical device. After insertion, the physician was unable to fully remove the guidewire. Although the pump was able to be started, as the wire had cleared the outflow cage, vascular surgery was required to remove the wire and pump. The patient was inserted with pcps for further support.